Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - packaging damaged / defective / other. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Supplemental MDR - packaging damaged / defective / other. Twelve samples were provided to our quality team for investigation. Through visual inspection, it was observed that eleven empty sealed packages missing the needle and syringe combination. One package severely damaged and torn open in several places. Additionally, the plunger rod and barrel flange damaged were also observed. The condition observed is non-conforming per product specification. Potential root cause for the packages empty, package damaged, barrel and plunger rod damaged defects are associated with the packaging process. Furthermore, a device history record review was completed for provided lot number 4323992. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 309571. Batch #: 4323992. It was reported that the bd syringe 3ml ll w/ndl 23x1 rb packaging was damaged / defective. The following information was provided by the initial reporter: verbatim: rcc received a complaint via chat. Customer states that out of a box of 100 syringes, 1 syringe package was torn open and 12 syringe packages had no syringes in them. Ref number: (B)(4). Lot number: 4323992. (B)(6).